Event description:
After the stent was totally deployed in the patient's esophagus the proximal crown kept collapsed and did not open to the esophagus diameter. Dr reported the lasso loop did not let the crown expand. The dr grasped the lasso loop to try to loosen the tension but the crown still did not open to its deployed diameter. They had to withdraw the stent from the esophagus and a new device was used to finish the procedure. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
FDA MDR report required based on the reporting precedence established for this product family for both the removal of a permanent stent and stent not expanding; regardless of patient outcome. There were no evo-20-25-10-e devices of lot number c966484 in stock at the time of the complaint investigation. One x evo-20-25-10-e device of lot c966484 was returned for evaluation. It was returned in its original packaging and was open on receipt. On evaluation of the returned device, the stent was returned deployed. Evaluation of the weaving of both the green and white sutures confirmed that they were woven correctly as per the relevant drawing with the green suture woven through every crown and the white suture woven through the inside loops of the green suture. However, actual use conditions could not be replicated in the laboratory; a possible cause of the stent not opening fully during use could be if the green suture was pulled during the loading process during the manufacture of the evo-20-25-12.5-e device. The relevant personnel have been informed of this complaint event. From the information provided resistance was not encountered when advancing the wire guide through the stricture and resistance was not encountered when advancing the introducer and stent into position. Prior to distribution evolution devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-20-25-10-e of lot c966484 did not reveal any discrepancies that could have contributed to this issue. From the information provided, the patient did not experience any adverse effects due to this occurrence. The stent was removed. The procedure was completed with another stent. The customer complaint could be confirmed based on customer testimony. Quality engineering will continue to monitor complaints of this nature for any potential emerging trends.